Event description:
It was reported that at the user facility a cutting blade broke while in use with the saw. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
Slide lock and button were corroded and broken, which was identified as the cause of the blade break.